Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg? The device not returned to the manufacturer. H6 - annex e: e2402: subcutaneous emphysema. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that wayne pneumothorax catheter was incorrectly placed in a 79-year-old female patient. On the day of admission, the patient was treated for an iatrogenic pneumothorax with emergent placement of a wayne pneumothorax catheter. X-ray imaging confirmed successful placement in the desired location and the initiation of drainage was successfully achieved. Following same-day placement of catheter into the patient, an x-ray confirmed that the pigtail catheter migrated out of the pleural cavity into the subcutaneous space of the left chest wall, leading to subcutaneous emphysema and development of a tension pneumothorax. The patient was transferred to another facility without replacement. The patient was then treated with a needle decompression and placement of a new catheter. The patient was discharged from the hospital 14 days post-procedure.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that wayne pneumothorax catheter was incorrectly placed. On the day of admission, the catheter was emergently placed as treatment for an iatrogenic pneumothorax. X-ray imaging confirmed successful placement in the desired location and initiation of drainage was successfully achieved. Later the same day, an x-ray confirmed that the pigtail catheter migrated out of the pleural cavity into the subcutaneous space of the left chest wall, leading to subcutaneous emphysema and development of a tension pneumothorax. The event was noted as not related to the study device and was related to the study procedure; the ¿chest tube [was] malpositioned at insertion¿. The patient was transferred to another facility without replacement. The patient was then treated with a needle decompression and placement of a new catheter. The patient was discharged from the hospital 14 days post-procedure. Reviews of the documentation, including quality control, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿10. Confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secure and airtight. Perform inspections of the catheter and connections regularly. 11. Secure catheter in position at the entry sight by using a bio-occlusive dressing or suturing if desired. 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a. Secure the catheter hub to the paint¿s skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. B. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient¿s skin with tape, suture, or catheter securement device.¿ based on the information provided, no product returned, and the results of our investigation, it was concluded that patient condition and inadvertent user error contributed to the complaint event. The patient had what appeared to be a mass in the left mid lung which contributed to the event. It was also reported that the catheter was malpositioned at insertion. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.